Event description:
The physician started with an 041 system but could not reach thrombus so he changed out for an 032 system and he could reach. The result was failure. This MDR is associated with MDR 3005168196-2010-00082 which pertains to penumbra system separator 041.

Manufacturer narrative:
Eval, conclusions: the info that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the info we have received.